Event description:
Consumer complaint of "lo" blood results. Expected fasting blood glucose test result range is 116 to 125 mg/dl. Testing performed once daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently not taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in purse or kitchen. Test strip lot manufacturer's expiration date is 02/18/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date/time not set): lo, (B)(6) 2015, 06:00pm, fasting: yes; lo, (B)(6) 2015, 07:00pm, fasting: yes; lo, (B)(6) 2015, 12:00pm, fasting: yes; lo, (B)(6) 2015, 07:00pm, fasting: yes; 124mg/dl, (B)(6) 2015, 11:00pm, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).